Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to leg edema and increased concentration of protein in the urine. The hospitalization was not related to diabetes and the blood glucose readings were 110 mg/dl. No further information reported.